Manufacturer narrative:
This complaint was opened in error. The complaint on the lv lead was reported in MDR-1028232-2021-00659. This report will be closed.

Event description:
Lv lead dislodged and was explanted. Should additional information become available, it will be added to this file.